Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the during pretest, fixed water could not be withdrawn from the foley catheter. Difficulty in withdrawing the water.

Event description:
It was reported that the during pretest, fixed water could not be withdrawn from the foley catheter. Difficulty in withdrawing the water. Per notification from ucc on 08dec2025, it was reported that the asymmetrical balloon was found during sample evaluation on 30sep2025.

Manufacturer narrative:
The reported event is unconfirmed as the product meets specifications. Visual evaluation of the returned sample noted one opened (with original packaging), all-silicone temp sensing foley catheter with sample port connector and syringe. During testing, when inflating the catheter balloon using returned syringe with 10ml methylene blue solution (3 drops 1% aq methylene blue per 100ml distilled water), the asymmetry balloon presented. The balloon deflated within 1 minute 46 seconds. This is within specification per inspection procedure (B)(4), revision 0. Which states, catheter leaks, valve leaks, balloon perforation, lumen to lumen, prematurely deflated and dislodged balloon are not allowed, and must inflate and deflate with the use of a syringe. Therefore, the reported event is unconfirmed. Risk, labelling, and DHR reviews are not required as the reported event is unconfirmed. Based on the results of the investigation, no additional actions are needed. Correction: d,e,h. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.